Manufacturer narrative:
M-connector was returned for evaluation. One needle tip was missing from visual examination. The root cause for the device breakage can not be confirmed. Arthrocare reviewed product complaint data for this failure mode. Incident rate is less than 1%. Additionally, a review of the lot history record was performed. The device met all product specifications. No conclusion can be made. This MDR is for one of two devices that exhibited the same failure mode during the surgery conducted in 2007. Cross reference MDR 2032380-2007-00006. Faxed to FDA 11/07/2007.

Event description:
On 10/02/07, a call was received notifying the company that the tip of a smartstitch m-connector needle (catalog # om-8007) was observed missing from the end of the device during a rotator cuff surgery. Surgeon was unable to locate missing metal fragment, but believed it to be external to the patient. No patient injury or other adverse effect was seen postoperatively as a result of the detached needle tip.